Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received multiple inappropriate shocks and was hospitalized. Upon review, it was determined that the therapy was delivered due to oversensed non-physiological artifacts. Additionally, there were several similar episodes that were untreated and the smartpass feature had automatically disabled due to low amplitude measurements. Extensive provocative maneuvers were performed, but the artifacts were unable to be reproduced. Boston scientific technical services (ts) was contacted and discussed that the secondary sensing vector seemed suitable, and that the device could be programmed to that vector and then re-evaluate within a month. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received multiple inappropriate shocks and was hospitalized. Upon review, it was determined that the therapy was delivered due to oversensed non-physiological artifacts. Additionally, there were several similar episodes that were untreated and the smartpass feature had automatically disabled due to low amplitude measurements. Extensive provocative maneuvers were performed, but the artifacts were unable to be reproduced. Boston scientific technical services (ts) was contacted and discussed that the secondary sensing vector seemed suitable, and that the device could be programmed to that vector and then re-evaluate within a month. The physician reprogrammed the device to resolve the event and the patient was discharged. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description).